Event description:
Customer reported low blood glucose levels, with the lowest reported value being 40 mg/dl. Cause not known. Customer removes pump at night to address the low bg. The customer declined troubleshooting and callback, and no further action was required.